Event description:
It was reported that the handpiece began overheating during a wisdom teeth extraction. There was reported patient or user injury, and the procedure was completed successfully with another device.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device overheating was confirmed. Based on the investigation details, the likely cause for the overheating was due to corrosion issues induced in the manner that the customer is cleaning and/or sterilizing the device. The IFU clearly state the proper procedure for the cleaning, lubrication, and maintenance of this device. The primary cause of failure was the motor cartridge, which was serviced along with other components. Service repaired and returned the device to the customer.